Event description:
It was reported that shaft break occurred. A 3.00 x 48mm synergy xd drug-eluting stent was selected to treat the lesion. However, when trying to advance the stent, the shaft broke outside the patient's body. The device was removed by pulling the stent out and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that shaft break occurred. A 3.00 x 48mm synergy xd drug-eluting stent was selected to treat the lesion. However, when trying to advance the stent, the shaft broke outside the patient's body. The device was removed by pulling the stent out and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: a partial stent delivery system was returned for analysis. No manifold was returned with the device. Examination of the crimped stent via scope found evidence of stent damage in the distal section. The undamaged crimped stent od (outer diameter) was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 92cm proximal to end of catheter tip as well as multiple kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.